Event description:
On (B)(6) 2012, the pt underwent treatment for an aneurysm in the thoracic aorta, and during withdrawal of the 24 fr gore dryseal sheath, the right external iliac artery (eia) ruptured. The rupture was repaired with a stent-graft in the proximal eia and ligation of the distal eia. Then a fem-fem bypass was performed. The pt is doing okay post-operatively.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications. The outer diameter of a 24 fr gore dryseal sheath is 9.1 mm, as compared to the minimum access vessel diameter of 7 mm. The IFU states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size is required to ensure successful sheath introduction and subsequent withdrawal. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt may result.